Manufacturer narrative:
This report is a duplicate of MFR-2916596-2018-00956. Due to the use of a new complaint handling database, we are unable to submit a follow up associated with the previous MFR number. This duplicate regulatory report is being submitted intentionally to ensure appropriate tracking and submission of the supplemental report upon closure of the investigation. Since new information has not been provided to abbott, 18jun2019 is the aware date. FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 system controller is (B)(4). Approximate age of device ¿ 1 year and 5 months (calculated from the date when the system controller was issued to the patient). The patient remains ongoing on lvad support with the new system controller. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2018, there was difficulty in connecting the leads when changing from the primary to the backup system controller, and the backup system controller could not be connected. The device was then changed to another system controller. There was no adverse impact to the patient. The patient remains ongoing on lvad support with the new system controller and reportedly no further issues have occurred. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusions: the report of difficulty when connecting to the patient¿s backup system controller was confirmed. The report of an internal battery alarm was unable to be confirmed. The event log collected the returned system controller, serial number (B)(6) (backup battery serial number (B)(6)), contained approximately 388 days of data from (B)(6) 2016 to (B)(6) 2017, per the time stamp. All of the events in the log file were associated with the controller operating in charge mode. No atypical alarms were recorded, and a driveline was not captured being connected to the controller. The returned system controller was connected to several test hm3 modular cables and while the drivelines were able to be fully inserted each time it did seem to require slightly more force when compared to test hm3 system controllers. The system controller did exhibit higher than average controller for insertion force. Although the perc seal on the controller was on the small side and that the perc contain residue that contributed to the increase resistance. The controller's condition did not affect it's ability to meet the design requirements of no great than 10lbs force for inserting the perc cable. The company will continue to monitor for similar events. No further information was provided. The patient remains ongoing on the device. The manufacturer is closing the file on this event.